Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the canister 300ml ¿ renasys go (no clp). The full canister was confirmed by visual examination of the attached photos. Since negative pressure therapy involves various elements within a system, it is difficult to determine a definitive root cause for the failure to alarm. It is possible that the alarm did not trigger because the pump received enough of a flow rate of air to prevent a blockage or leak alarm from sounding. It cannot be determined from the complaint description what the conditions were within the system and therefore a definitive root cause cannot be determined. The DHR was reviewed and no issues were found during the manufacturing and/or release of the device. In response to failure to alarm complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: the tvn team observed the canister to be completely full with exudate. The staff left the pump to run disconnected as they were concerned because no alarms had sounded. The pump continued to run with no alarms showing despite there being apparently no room for further exudate in the canister.